Event description:
Reporter indicated that vns patient was no longer able to feel stimulation as he had in the past. The patient planned to change neurologists and to request device diagnostic testing be performed by his new neurologist to confirm proper device functioning. Review of the manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect the device performance. Investigaiton to date has been unable to confirm proper device function because the patient was a no-show for his appointment with last known neurologist. Additionally manufacturer has been unable to follow-up with the patient because his last known telephone number is no longer a working number.